Event description:
It was reported that bd conventional needles needle clogged/blocked. The following information was provided by the initial reporter: reported yesterday a needle from this same batch was used to try and give a hpv vaccine in to the deltoid of a child. The vaccine did not expel from the syringe and when removed from the patient, the vaccine did not expel either. The needle was removed and the vaccine was readily expelled from the syringe.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 300800 and lot number 220727. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The needle samples were microscopically examined and all of the cannulas showed well-formed bevels with no signs of blunt point. Also, the needles were assembled with a syringe and liquid was found to move normally through the cannula with no signs of clogging. Based on the investigation results, an exact cause could not be determined for this reported incident. Regarding the report of blunt needle, during the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The cannula is the most critical and fragile point of the needle and can become damaged very easily. The needle should be carefully handled once the shield has been removed and during withdrawing of medication from the vial. Regarding the report of clogged needle, inspections for occluded cannula condition are performed as part of the routine in-process inspections after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.